Manufacturer narrative:
The architect c4000, serial number (B)(6) and sample probe were inspected. The sample probe was replaced, which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the sample probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the sample probe was identified.

Event description:
The customer observed a falsely depressed total bilirubin on the architect c4000 processing module for one patient. The following results were provided: initial total bilirubin result <0.1 mg/dl, repeat result= 0.5 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed total bilirubin on the architect c4000 processing module for one patient. The following results were provided: initial total bilirubin result <0.1 mg/dl, repeat result= 0.5 mg/dl . There was no impact to patient management reported.